Event description:
Reporter indicated that vns patient had passed away. The patient's family member reportedly indicated that the patient died of sudep (sudden unexplained death in epilepsy). Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. There is no evidence at this time that the vns therapy system caused or contributed to the reported event.

Event description:
A portion (59mm) of the concomitant device (lead) was returned and analyzed. No anomalies associated with the returned portion of the lead were found. The returned lead portion was found to be consistent with conditions that typically exist following an explant procedure. The connections between the setscrew and lead pins showed evidence of a proper mechanical and electrical connection at one point in time. Because the entire lead was not returned for analysis, the MFR cannot conclusively confirm that the lead did not malfunction.